Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found. Concomitant product: addr01 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that the patient is pacing dependent, had lost pacing and had to have a temporary pacer placed. It was noted that the right ventricular (rv) lead had high thresholds and high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/over stress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.